Event description:
The first ten days of (B)(6), the patient was aware of the recurrence of orthostatic headaches. On (B)(6) 2010, fluid accumulation, without pain or a sensation of heat, had accumulated around the surgical scar. On (B)(6) 2010, fluid, similarly without pain or a sensation of heat, appeared around the pump. The patient was to rest and apply pressure. On (B)(6) 2010, contrast medium was used and under fluoroscopy the pump, catheter, and connector were confirmed to have no related leakage. It was thought to be leakage from the insertion site t7, so surgery to re-anchor the catheter was scheduled. It was later reported that the patient had cerebrospinal fluid leakage. There was fluid accumulation with a feeling of warmth and swelling around the patient's back and pump pocket. The doctor opened the catheter pocket and confirmed a csf leak from the catheter insertion site. The doctor triply patched the area and the patient recovered. The pump was delivering gabalon.

Manufacturer narrative:
All previously reported patient and device codes are now updated to the following: (B)(4).

Event description:
Additional information received reported further event detail. It was noted that multiple dose adjustments were done in the event duration, and the initial onset of the event was updated to (B)(6) 2010. It was further reported that the date of onset of the already reported cerebrospinal (csf) fluid leak was (B)(6) 2012. The patient required hospitalization or prolongation of hospitalization for treatment of adverse event. As of (B)(6) 2010 the patient status was reported as recovered and it was confirmed that "there was no csf leak". A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported fluid retention in the pocket was observed, the patient had complained also of swelling in the abdominal area. Consequently the health care provider confirmed the swelling and aspirated ¿about¿ 15 milliliters of clear yellow fluid. The samples were then used for a cerebrospinal fluid examination and a bacterial culture test. At that point, it was not possible to determine if a spinal fluid leakage or a torn catheter on the pump side had occurred. As of (B)(6) 2011, the adverse event outcome had been reported as recovering. It had been later reported that the patient experienced a cerebrospinal fluid (csf) leakage. The patient recovered as of (B)(6) 2011 and it was noted ¿appears temporarily with increased intensity in rehabilitation and that had symptoms resolved through rest.

Manufacturer narrative:
Catheter model 8711; serial # (B)(4); implant date: (B)(6) 2010; explant date: n/a.